Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump received with erased serial number label and moisture damage on electronics and motor assembly noted.

Event description:
The customer reported via phone call that transmitter was exposed to moisture and label was worn off from the insulin pump. Blood glucose was unknown. The insulin pump will be returned for analysis.